Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and observed that na standard deviation was recovering high with corresponding measurement error flags. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and observed that the integrated multi sensor technology (imt) module was not grounded due to a missing screw. The cse replaced the rotary valve and aligned the imt. The cse tested electrolytes on 6 tubes in replicates of 5 each, and precision was acceptable. The cause of discordant falsely elevated na results was improper grounding of the imt module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. The results were obtained while quality controls (qc) were out of range. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower than the initial results. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.